Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier: sid: (B)(6). All available patient information was included. Additional patient details are not available. There was no reported impact to patient management.

Event description:
The customer observed falsely elevated alinity I total psa on one patient since 2018. The results provided were: sid: (B)(6), initial: 15.1 ug/l /roche result=1.0 ug/l. The physician is considering performing to the biopsy, however, has not perform as of now. The unnecessary blood work, MRI without contrast and ultrasound performed due to falsely elevated alinity I total psa result. No further impact to patient management was reported.

Event description:
The customer observed falsely elevated alinity I total psa on one patient since 2018. The results provided were: sid: (B)(6) initial=15.1 ug/l /roche result=1.0 ug/l. The physician is considering performing to the biopsy, however, has not perform as of now. The unnecessary blood work, MRI without contrast and ultrasound performed due to falsely elevated alinity I total psa result. No further impact to patient management was reported.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in-house testing of alinity I total psa, reagent, lot number: 69295fz00. Return testing was not completed as returns were not available. In-house testing was performed with a retained kit of lot: 69295fz00. All specifications were met indicating the lot is performing acceptably. Device history record review of lot: 69295fz00 did not show any potential non-conformance's, or deviations. A labelling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity I total psa assay, lot number: 69295fz00 was identified.